Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection of the lead body identified a benign crack inside the lumen area which did not progress into the lead insulation. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. (B)(4).

Event description:
It was reported that this patient received five inappropriate shocks due to noise and oversensing. A boston scientific technical services consultant reviewed the data and discussed further evaluation and programming options for this patient who has had several strokes and is non verbal. The consultant discussed that the patient's medical history may be impacting the morphology. Additionally, it was suspected that the device was moving around in the pocket. A revision procedure was performed and this subcutaneous implantable cardioverter defibrillator system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.